Event description:
Information provided states that during an arthroplasty revision case the 6mm piercer tip broke off in the patients femur. The tip of the probe count not be removed and remains implanted in the patient's femur.